Event description:
In 2006, the pt was treated for an abdominal aortic aneurysm. The gore excluder aaa endoprostheses were placed with no complications. In 2007, a distal endoleak was identified, possibly due to aneurysmal expansion of the iliac artery. Aortic aneurysm enlargement was also noted. One month later, the pt underwent extension of the right common iliac graft, resolving the endoleak. The pt emerged in stable condition with no complications. The pt was in good condition at a follow-up exam one week later, but he has not followed-up since.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device was used during the procedure.